Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/17/2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the air flow accuracy failed (displays 1 lmp when set at zero). There was no patient involvement. The customer requested that troubleshooting and repairs. The manufacturer's field service engineer (fse) performed leak and flow testing and was unable to duplicate the reported error. The device passed all testing.